Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patient began experiencing pain at the ipg site. As a result, surgical intervention may be undertaken to address the issue.

Event description:
Additional information was received stating that surgical intervention took place on (B)(6) 2024 where the ipg was repositioned slightly below where it was previously implanted to address the issue. Effective stimulation was restored.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.